Event description:
Could barely breathe [dyspnea]. Lodged in esophagus [foreign body trauma]. Case description: a consumer reported that her granddaughter accidentally swallowed an entire oral-b child stages baby einstein extra soft toothbrush and the toothbrush lodged in her esophagus and she could barely breathe during the initial scary minutes. She reported that her granddaughter was taken to the emergency room by ambulance; she was required to go under general anesthesia and during the next two hours, two surgeons removed the toothbrush from her throat. The case outcome was recovered. The consumer stated that she hoped that there would be no permanent damage. Past medical history included: allergy- unk, medical history- unk. No further information was provided.

Manufacturer narrative:
The product and/or batch lot information was not provided from the initial reporter, therefore, we are unable to proceed with device evaluation.